Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the jaw of the device broke during the procedure. The piece was retrieved.

Manufacturer narrative:
Alleged failure: a piece of the jaw broke off during the surgery and had to be retrieved arthroscopically. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) user technique related factors, 3) difficult anatomy, extremely tough soft tissue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the jaw of the device broke during the procedure. The piece was retrieved.